Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 02/21/2017 that on (B)(6) 2017, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A transmitter pairing test was performed with nordic bluetooth device and transmitter passed . The global transmitter final function test was performed and passed as well. A voltage test was performed and passed. The transmitter showed 0.21v. The reported customer complaint with the transmitter was not confirmed as the transmitter passed all the testing. The root cause could not be determined post investigation.